Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that tubing on foley meter bags were kinking.

Event description:
It was reported that tubing on foley meter bags were kinking.

Manufacturer narrative:
The reported event was inconclusive because the investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: intended for use in the drainage and/or collection and/or measurement of urine, generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder, however, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as a nephrostomy tract. Sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labelled as sterile. These components are not terminally sterilized. Caution: this product contains natural rubber latex which may cause allergic reactions. Warning: do not use if allergic to iodine. For urological use only warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Correction: d, e, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.